Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) was implanted, the ICD triggered a lead integrity alert (lia) for oversensing, undersensing, low and varying impedance on the atrial and ventricle channels. The device was suspect of a setscrew or connection issue. The device detection was programmed off. The device pocket was opened and the connections were checked with everything found to be in working order. The device pocket was closed and the patient was released, however; the device triggered an lia again for oversensing of noise on the atrial and ventricle channels. The device was reprogrammed and a magnet was applied to the device. The patient was brought back for a revision. The device was checked again and the physician suspects a device issue since the lead connections and setscrews were found to be in working order. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis and physical analysis is pending. The performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a junction current leakage in an integrated circuit. Device analysis confirmed the field allegation through automated and manual functional testing. Hybrid analysis revealed that the device had a high current drain condition that was isolated to the l410 (pacing and regulator) integrated circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.